Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing a complete pump reset, walking them through the process, and confirming that the error did not reoccur. The customer successfully initiated their sensor session afterward.